Manufacturer narrative:
The device was returned to the service center for evaluation. The forceps cover was note to be peeling glue. The scope¿s control knob was to have low tension. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. There was no device issue or patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Additional information from the facility¿s rn, operations coordinator of endoscopy states there were no issues with the loaner while it was in our possession. There was no damage or abnormalities noted. The device was not dropped as far as the customer is aware. The device is reprocessed in a dsd medivator reprocessor per olympus protocol. There were no kinks or visual damage noted. The device is being stored with their other scopes in a drying cabinet in addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable cause for the reported event is as follows: ·there is a possibility that some external force was added to the distal end, leading to the peeling of the glue at the tip. < genetic mechanisms> ·since the distal end is damaged, it can be seen that external force was added to the tip. ·in addition, about 3 years and 4 months have passed since the manufacturing was made on august 22, 2017, and whether it was affected by aging degradation or not, causal relationship is not clear. ·however, since the actual product is a product destined for overseas, the repair history cannot be confirmed, so the above is speculation. ·in addition, since the actual product was not sent and cannot be checked, root cause was not investigated. ·there is no generation of this phenomenon caused by products and manufacturing, and there is no problem in the safety. The legal manufacturer referred to IFU chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.